Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, while inserting the lens, it was found to be scratched. There was contact with the patient. The procedure was completed the same day. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is leaning and pressed against the posts of the lens case. The optic has scratches and scrape marks on the anterior and posterior sides of the optic. It is unknown if the qualified combination was used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).